Manufacturer narrative:
H4: the lot was manufactured from january 15, 2021 - january 19, 2021. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that fluid was inside the bag that contain the unit which suggested a leak had occurred. Further inspection revealed the cause of the leak inside the bag was due to broken tubing at the solvent-bonded junction of the flow restrictor. A remnant of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/21/2021.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This issue was discovered prior to patient use. The device was filled with cefepime 4000mg in sodium chloride 0.9%. There was no patient involvement. No additional information is available.